Manufacturer narrative:
Patient information is not applicable. There was no impact to patients as a result of this event. The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the tarpon amp board at the affected location (fl2). Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier: (B)(4).

Event description:
The customer reported noise on fl2 only when running flowset on the fc 500 flow cytometer on (B)(6) 2021. The tarpon amp board was not suspect at this time. Service was performed on 11-july-2021. The field service engineer (fse) performed troubleshooting and determined that the tarpon amp board was faulty. Aware date for the failure of the tarpon amp board is 11-july-2021. There was no report of death, injury, or change to patient treatment as a result of this event.